Event description:
Patient stated she was implanted with a trestle anterior cervical plating system on (B)(6) 2012, due to a diagnosis of cervical stenosis, myelopathy and radiculopathy. She reported the development of the following symptoms soon after: pain, discomfort, and the feeling of something caught in her throat. She stated that her esophagus no longer works and that she is on a liquid diet and can not swallow whole foods. She said that her surgeon ran several tests and concluded that the plate had migrated. She alleged that an x-ray later revealed that 2 out of 6 screws had loosened. Patient stated that her surgeon is reluctant to take out the plate for fear that it may cause her to need a feeding tube thereafter. She has an appointment to have a second opinion and hopes the new surgeon will remove the plating system.